Event description:
It was reported that the patient had his artificial urinary sphincter (aus) replaced due to fluid loss. It was explained that the patient was previously scoped multiple times, but the physician determined that there had been adequate coaptation and the pump always had fluid in it. This patient had a history of radiation, and the physician believed that the radiation may have attributed to the leaking. During this surgery, the physician could see a semi-coaptation with a cystoscope, and only found 2cc of fluid in the balloon. Due to this, the physician decided to change the entire device. The source of the fluid loss was not determined.